Event description:
Foley catheter drainage bag found on floor next to patient's bed. Drainage spout appeared to be leaking at site of connection to bag with small visible tear. Patient notified; foley catheter exchanged.